Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, leading to inappropriate electric shock (ias). Upon review, it was determined that this s-ICD system delivered ias due to oversensing prior to this episode. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.